Event description:
Olympus received a medwatch report, which stated: "during the case the dr. Encountered problems removing the resectoscope, with a 24 french cutting loop, from the 24 french sheath. Eh said it felti like something was sticking and after doing this a couple of times he asked for another resectoscope. Upon taking the scope out of the sheath the last time, he said he felt something break. Upon further inspection of the assembly, it was noted that the cutting loop had in fact broken at the loop. The instrument was removed from the sterile field and sequestered for biomed inspection."

Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain additional info regarding this report, however the user facility did not respond to the inquiries. The device referenced in this report was not returned to olympus for evaluation. The complaint database was reviewed for a period of five years, and found no other complaints associated with this lot number. The exact cause for the reported phenomenon could not be conclusively determined. If additional significant info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.